Manufacturer narrative:
The device has not yet been returned to the manufacturer for evaluation. A quality investigation will be performed when the device is received, and a follow up report will be filed.

Event description:
It was reported that metal shavings came out of the device during use. There was no additional treatment given to the patient as a result of this event, and there were no allegations of adverse consequences.